Event description:
The customer contact reported that during testing at the user facility, the device was alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event of details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.